Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The details of the lesion are unknown. During the procedure "the leading edge" of the 3.00x20mm taxus liberte stent rolled up and would not advance to the artery. The device was removed and they used a promus stent instead. The patient status is listed as fine.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The details of the lesion are unknown. During the procedure "the leading edge" of the 3.00x20mm taxus liberte stent rolled up and would not advance to the artery. The device was removed and they used a promus stent instead. The patient status is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer: the taxus liberte stent delivery system (sds) was returned for product analysis. The sds with the stent was visually, tactilely and microscopically examined along the entire length. The balloon was tightly folded and the stent was located between the markerbands. There was blood visible in the distal shaft. Microscopic examination of the stent implant identified damage on the distal end of the stent; two struts in the first distal row were lifted. Microscopic examination of the distal end of the device revealed damage to the distal tip. There was no evidence of any material or manufacturing deficiencies that could have contributed to the tip and stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).